Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure the seal of the trocar disengaged and fell out of the device, but not into the patient. To resolve the issue in order to complete the case, they used a new device. There was no injury to the patient.